Event description:
During an incident in 2003 involving a patient and dehydrated who was experiencing chest pains, this defibrillator was being used to monitor with veratrace monitoring pads and would not get past the initial "check electrodes" prompt. The crew tried a different battery, but still could not get a good connection on the patient. Als arrived and they were not able to get a good connection on this pt using a different defibrillator. Also transported her to a hospital. During testing at the rescue squad it was noted that a "check electrodes" prompt could be produced and eliminated by flexing the cable at the defibrillator connector. They requested company install their purchased new patient cable.